Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Tracking number: (B)(4). G2: phone number: (B)(4). Exemption number: e2013003. Covidien is submitting this report of behalf of c.r. Bard, inc., (importer). C.r. Bard reference number: (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, discomfort, urinary problems, and dyspareunia. Patient has required additional surgical interventions. Product was used for therapeutic treatment.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, erosion, infection and urinary incontinence. Product was used for therapeutic treatment. Patient has experienced injury, pain, discomfort, urinary problems, dyspareunia, additional surgeries, erosion and urinary incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.